Event description:
Cable appeared not to consistently pace pt. Touching or moving pacer cable caused failure to capture and decreased heart rate and blood rate and blood pressure. Pt became hypotensive. A second pace box was obtained but problem continued. Then became clear that the problem was with the cable, which was then switched out and pt was successfully paced. Pt's condition remained critical both before and after event.